Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The technical support performed troubleshooting and was not able to confirm the reported problem. Per the technical support's report, the fan had no error logged. The technical support performed leak test and fan performance on the unit, no problems were found. The unit was reported to be back in service and operating according to the manufacturer's specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/17/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that patient does not ventilate properly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.